Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, inner tubing kinked/buckled, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. Lab personnel also noted that there was dried blood on a helix.

Event description:
It was reported that the patient received inappropriate shocks due to the sensing of noise. The implantable cardioverter defibrillator (ICD), which was connected to this lead, measured high pacing lead impedance values. Oversensing was observed and the sensing integrity counter of the ICD registered a high number of short v-v intervals. Both the ICD and lead were explanted and replaced. No further patient complications have been reported as a result of this event.